Manufacturer narrative:
Model number: sc-3138-35. Serial/batch number: (B)(4). Model/catalog description: lead extension kit 35 cm.

Event description:
A report was received that the patient developed an infection at the upper right flank of the ipg site and below the right shoulder blade where extensions were added. Symptoms of fever, swelling, redness and puss were noted. Infection was not procedure related and it was unknown if it was procedure related. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Sc-1160, sn:(B)(4). Device evaluation indicated that the that patient had explant due to infection. The root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed an infection at the upper right flank of the ipg site and below the right shoulder blade where extensions were added. Symptoms of fever, swelling, redness and puss were noted. Infection was not procedure related and it was unknown if it was procedure related. The patient was placed on antibiotics and underwent an explant procedure.